Event description:
The user noted imprecision for phenytoin between two p module systems while testing five proficiency samples. Of the data provided, one result was discrepant. The result from p module (B) (4) (p1) was 23.09 ug per ml. The result from p module (B) (4) (p3) was 26.08 ug per ml. The user stated the p3 was operating within specification and had no analyzer issues. The user stated there were no issues with pts and no erroneous pt results were generated or reported. The field service rep determined the reaction vessel was dirty and cleaned the vessel. To verify the analyzer operation he ran a mechanism check and precision testing and the user ran calibration and qc with good results.